Event description:
The event is reported as: the customer reports that the respiratory therapist attached a stopcock to the one way valve in order to keep the pressure in the cuff of an endotracheal tube. The pt was still using the product at the time this event was reported. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. A complaint history review for the catalog number could not be conducted since the catalog number was not provided. A device history record review could not be conducted since the lot number was not provided. The complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action taken. Teleflex will continue to monitor and trend relating complaints.